Event description:
Boston scientific received information that this patient received inappropriate shocks due to noise. The physician elected to open the patient to evaluate the lead, and thought there might be a device header issue as well. The lead was surgically abandoned and the device explanted. Both successfully replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.